Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump kept alarming no delivery and she needed assistance. Customer's blood glucose was 400 mg/dl. Customer stated she had nothing to eat but earlier her blood glucose was 213 mg/dl, treated with manual injections and it jumped to 400 mg/dl. No delivery alarm occurred during manual prime. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device did not alarm. Customer was advised the device was working as design. No further information reported.